Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022 at 2:00 pm. At 4:00 pm, the sensor was working after the warmup and the cgm reading was 6.0 mmol/l. At 5:49 pm the patient took a blood glucose reading which was 2.7 mmol/l (no cgm readings available at that time of the event), therefore the patient´s mother treated the patient with 1 fruit box. At 5:54 pm the blood glucose reading was 3.2 mmol/l, at 6:00 pm the blood glucose reading was 3.2 mmol/l and the patient started to experience seizures. There was no documentation of any further treatment provided by the patient's mother for the continued low glucose. The patient had some sleep and rest after recovering from the seizures. There were no emergency services called nor hospital visit, the patient was treated at home by his mother. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.